Manufacturer narrative:
The pt's age and gender, as well as, the name and address of the facility have been requested but not received.

Event description:
It was reported that the pt (B)(6) underwent a procedure where the physician used a dyonics rf-s whirlwind 90 degree probe. After the procedure had concluded the pt was transferred to a hospital bed and a burn mark was discovered on the pt. Attempts to follow up on the pt's subsequent treatment and condition were unsuccessful. No further information is available.